Event description:
When snare deployed for use to remove polyp, it fell off the end of the device. It is not removable. We had to retrieve the piece that fell off in the patient. We successfully retrieved the wire piece with no injury to the patient.